Manufacturer narrative:
(B) (4) results: eval of the returned product shows that the alarm powered on. There is no alarm sound when pressure is removed from the sensor pad or upon disconnecting it. The unit was tested using new batteries. The alarm case has visual damage to the battery door. Upon opening the case, found that the speaker wires are broken and disconnected from the circuit board. The damage to the speaker wires and circuit board prevents the unit alarm from sounding. No product problem found with the returned sensor pad. (B) (4).

Event description:
Customer claims that the alarm has power, but no alarm tone when pressure is released from the sensor pad. The unit was tested with new batteries. The problem was defected during testing. There was no pt contact.